Manufacturer narrative:
(B)(6).

Event description:
It was reported that procedure was cancelled. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.25 x 16mm synergy xd drug-eluting stent was selected for treatment. However, the device encountered difficulties in advancing to the lesion. The procedure was not completed. No patient complications were reported.